Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The event of chest pain was considered an event that required initial or prolonged hospitalization and was considered an important medical event that required intervention to prevent permanent impairment/damage. In the physicians opinion, the event of chest pain was considered severe in intensity, unlikely related to the study drug, unlikely related to the study device, and not related to the study procedure. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). On (B)(6), 2010, the patient was rehospitalized due to three days of intermittent chest pain at home, associated with shortness of breath, sublingual nitroglycerine relieved the pain, but the patient was admitted for observation. A chest x-ray ruled out any acute process. The echocardiogram showed normal sinus rhythm with left anterior fascicular block, left ventricular hypertophy, inferior wall infarct and t wave abnormality suggestive of interior wall ischemia. A myoview stress test proved negative. During admission the patient also had a brief episode of supraventricular tachycardia. The patients beta blocker therapy was increased because of both the angina and supratachycardia issues. On (B)(6) 2010 the patient was discharged. On (B)(6), 2010 the patient received 25 mg daily dose of lopressor orally. The event is reported as ending on (B)(6), 2010 and the patient was discharged on the same day. The outcome of the event is reported as recovered/resolved. The event of chest pain was considered an event that required initial or prolonged hospitalization and was considered an important medical event that required intervention to prevent permanent impairment/damage. No additional information was provided. The reported patient effect of arrhythmia (including ventricular tachycardia) and ischemia as listed in the promus instructions for use, is a known adverse events associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of angina as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch, it was reported that on (B)(6), 2010, due to acute coronary syndrome with ECG changes the patient underwent the index procedure with deployment of one des stent to the mid right coronary artery. Post procedural residual stenosis was 20% with timi iii flow in the treated lesion. On (B)(6) 2010, the patient began aspirin 81 mg and received a peri-procedural loading dose of the study medication clopidogrel 600 mg. On (B)(6), 2010, the patient began clopidogrel 75 mg dosing and was discharged from index hospitalization.

Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome with ECG changes the patient underwent the index procedure with deployment of one drug eluting stent (des) to the mid right coronary artery (rca). (B)(4). (B)(6) 2010, the patient began aspirin 81 mg and received a peri-procedural loading dose of the study medication clopidogrel 600 mg. On (B)(6) 2010, the patient began clopidogrel 75 mg dosing and was discharged from index hospitalization. On (B)(6) 2010, the patient was rehospitalized due to chest pain at home, sublingual nitroglycerine relieved the pain, but the patient was admitted for observation. A stress test provided negative and the patient was discharged on a higher beta blocker therapy for treatment of ongoing hypertension on (B)(6) 2010. On (B)(6) 2010 the patient received 25 mg daily dose of lopressor orally. The event is reported as ending on (B)(6) 2010 and the patient was discharged on the same day. The outcome of the event is reported as recovered/resolved.